Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a testis hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was not hospitalized for the event; however, the patient met with their nephrologist the following day on an outpatient basis. Treatment details were not reported and the patient was expected to meet with a surgeon four days after the event onset, to discuss treatment options. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient had not recovered. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.